Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to recognize a battery pack. The cause for the failure was contamination on the battery pca and a shorted microcontroller. The damage to the microcontroller was caused by the contamination. The root cause of the contamination was ingress of an unknown liquid. The root cause of the shorted microcontroller was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.